Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side breast pain and capsular contracture, baker grade IV. The device has been explanted and replaced.

Event description:
Healthcare professional reported, left side breast pain. And capsular contracture, baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: pain: unable to observe, as it is a medical event. That is not related to the device. Capsular contracture: unable to observe, as it is a medical event. That is not related to the device. Additional observations: crease flat is observed. No further actions are required, as the device was implanted.